Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.

Event description:
A male patient presented to an eye doctor in 2006, after experiencing ocular itching, redness and puss. The patient was diagnosed with a fungal infection. An unspecified eye drop was prescribed to be used in the patient's right eye four times per day for five days. The infection resolved and the patient restarted use of contact lenses. It should be noted that the patient only used renu multiplus multi-purpose solution for two nights while at someone else's home. It is unknown if a culture was done. Additional information was requested; however, no additional information was provided.